Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The blood glucose levels at the time of the incident were 487 mg/dl, 489 mg/dl and the sensor glucose reading was 385 mg/dl. The customer reported that the insulin pump had an audio anomaly and there was no alarm when approaching a high blood glucose level. The insulin pump will not be returned for analysis.